Manufacturer narrative:
The ge representative conducted an onsite investigation. The exposure switch was replaced. The system was tested and is now operating as intended.

Event description:
The customer reported that the 9900 system would not perform fluoroscopic x-ray. No patient injury was reported.